Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage on keypad trace. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that the pump alarmed button error after restart. The customer stated that the act and down arrow does not work properly. The customer stated that the time on display is correct. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.